Event description:
It was reported that the customer's insulin pump was not properly reconnecting after exiting the shower. The customer stated that she experienced low blood glucose level of 47 mg/dl. The customer further stated that she experienced high blood glucose between 200 mg/dl and 250 mg/dl as well. The customer believed the cause of the blood glucose was the failure to connect properly. The customer stated that this issue did not result in a serious injury or hospitalization. The customer stated she would communicate with her trainer on this issue. Advised to call back if further assistance was needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.